Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins was replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that the ipg is reported to "randomly turn off" without input by the patient. This alleged "turning off" is not due to the ipg being discharged, as the patient reports that she is meticulous about not letting the ipg's state of charge drop below 50-75%. The cause was asked but not known. Telemetry was done with a clinician programmer which revealed no abnormalities. No further actions/interventions took place. The issue was resolved at the time of the report. Hcp had no further information. The patient's weight was asked but unknown. The event date was provided as (B)(6) 2018. An exact date was unknown. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins was discarded by the hospital. No further complications were reported.